Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). E1 telephone: n/a. G2 foreign: spain. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during pre-surgery check, the incisions were not properly made. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
There was no additional events associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the device passed the sample mesh test, but the cutters had cosmetic damage. The cutter was replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.